Event description:
Patient with history of dislocation was reported to have undergone a second hip revision procedure in 2009. Subsequently, the liner and the cup disassociated and the patient was revised the following month to remove and replace all components. The patient was also reported to be partially paralyzed.

Event description:
Patient with history of dislocation was reported to have undergone a second hip revision procedure in 2009. Subsequently, the liner and the cup disassociated and the patient was revised 3 weeks later to remove and replace all components. The patient was also reported to be partially paralyzed.

Manufacturer narrative:
Evaluation of the returned lock ring found that due to extensive damage, only the thickness could be measured and was found to meet print specifications. The damage likely occurred during the dislocation of the cup and liner. This report filed october 14, 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.